Manufacturer narrative:
(B)(4). Batch # t5ch4g. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with an ecr45d cartridge reload not loaded on the device. The reload was received partially fired 1/10. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. However the staple line was noted did not completed, cut line were complete and the staples meets the staple release criteria. The cartridge was disassembled and was noted that 13 double drivers and 3 single drivers were missing. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Partial fire. It was reported that during the endoscopic lobectomy surgery, could not fire farther after fired a half on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.